Manufacturer narrative:
Reported event: an event regarding abnormal ion level/ altr involving an accolade stem was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Clinician review: a review of the provided medical information by a clinical consultant indicated: confirmation: a revision surgery was confirmed. The other allegations were not confirmed. Root cause: the root cause of the revision was reported to be trunnion corrosion and when the head and liner were exchanged corrosion products were noted. The root cause of the other allegations could not be ascertained without additional medical records. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's hip was revised due to altr and pseudo tumor from trunnion corrosion. The exact cause of the event could not be determined. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2011 and was revised on (B)(6) 2021. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood. This pi is for rev1. *update on 11-jan-2022 per clinician review: "[...] (B)(6) 2021: operative note, revision right tha. Preop pseudotumor, altr. Implants trident f dual mobility liner with +5mm dual mobility head and titanium sleeve, ceramic head. Significant altr and grade 4 trunnion corrosion. Chronic heip pain presumed from altr and pseudo tumor from trunnion corrosion. Infection w/u negative. Clear brown fluid in joint. Anterior capsulectomy performed. Black residue on the trunnion. It was buffed up. Most came off. Dual mobility liner placed. [...]"

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2011 and was revised on (B)(6) 2021. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood.